Event description:
Patient says that she is allergic to metal implants, and that she is under a physician's care. She states that she has contacted the other companies that made implants she received.

Manufacturer narrative:
All titanium alloy used to manufacture implants meets (B)(4) requirements in compliance with the 510k clearance granted by the FDA. All implant materials are independently tested to verify compliance to this spec. As this patient has received implants from multiple companies, and no implants have been returned for evaluation, we are unable to investigate this matter further.